Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the two-phot sample noted that the outlet tubing was kinked at the top if the urine meter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tubing was kinking. Per additional information received on 05nov2024, it was reported that the backup of urine into the patient¿s bladder because the tubing kinks and the system did not allow urine to drain freely. This could cause infections and urinary retention. This information was not applicable to the reported problem of distal drainage tubing. When customer reported this finding, it was back in (B)(6). However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary. The catheter tubing was noted to be softer and more pliable which contributed to kinking above the urometer container. This was identified early in september, and they continue to see this problem, presently at least 2 catheters in sicu today. It appeared that the plastic of the tubing had changed. Per additional information received on 17dec2024, it was reported that the kink in the tubing renders the drainage system to be ineffective. The drainage tubing continues to kink at the top of the urometer on multiple patients in the hospital with this product. It remains an ongoing problem. Per additional information received on 31mar2025, it was reported that the reading hospital was still experiencing nursing reports relating to this claim. They have received a few reported from nursing about the length of the catheter tubing impeding gravity drainage. Per customer via mail on 01july2025, it was reported that the product catalog number was a303414a. Please see the attached email and update the information (lot numbers) in the old complaints and opened a new complaint for the issue reported today 01jul2025 with photo samples. This information was not applicable to the reported problem of distal drainage tubing. When they reported this finding, it was back in september. However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tubing was kinking. Per additional information received on 05nov2024, it was reported that the backup of urine into the patient¿s bladder because the tubing kinks and the system did not allow urine to drain freely. This could cause infections and urinary retention. This information was not applicable to the reported problem of distal drainage tubing. When customer reported this finding, it was back in (B)(6). However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary. The catheter tubing was noted to be softer and more pliable which contributed to kinking above the urometer container. This was identified early in september, and they continue to see this problem, presently at least 2 catheters in sicu today. It appeared that the plastic of the tubing had changed. Per additional information received on 17dec2024, it was reported that the kink in the tubing renders the drainage system to be ineffective. The drainage tubing continues to kink at the top of the urometer on multiple patients in the hospital with this product. It remains an ongoing problem. Per additional information received on 31mar2025, it was reported that the reading hospital was still experiencing nursing reports relating to this claim. They have received a few reported from nursing about the length of the catheter tubing impeding gravity drainage. Per customer via mail on 01july2025, it was reported that the product catalog number was a303414a. Please see the attached email and update the information (lot numbers) in the old complaints and opened a new complaint for the issue reported today 01jul2025 with photo samples. This information was not applicable to the reported problem of distal drainage tubing. When they reported this finding, it was back in september. However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary.